Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via telephone call that the insulin pump had alarmed no delivery and that the infusion set insertion site had a bump. The customer stated that the screen was also discolored and that the buttons were not responding properly. The customer discontinued use of the insulin pump and reverted to manual injections. The blood glucose reading was 300 mg/dl the day of the incident. The customer was advised to discontinue use of the insulin pump and to revert to a back up plan per a health care professional's instructions. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump passed pump self-test, off no power test, a21 error test, displacement test, rewind test, basic occlusion test, prime test, occlusion test and excessive no delivery test. The operating currents are within specifications. All of the buttons functioned properly; no damage was found on the keypad traces and the connector on the lcd board was not unlocked during our visual inspection. The display was inspected and no display anomalies noted. No unexpected no delivery alarms noted during our testing. The belt clip was not returned with the insulin pump. The insulin pump was received with minor scratches on the lcd window, cracked reservoir tube lip and scratches on the reservoir tube window.